Manufacturer narrative:
At this time the device has not been received for return. If bsc receives the device, an investigation will be conducted, and this report will be updated with the final analysis results.

Event description:
It was reported during ongoing use, the patient was experiencing syncope and chest pain, along with a fever, coughing and hoarseness. On (B)(6) 2019, the patient was hospitalized and examined. A chest x-ray was performed, showing no obvious lead displacement. A cardiac scan was performed, and confirmed the right ventricle lead (rv) had dislodged and caused a perforation. It was also observed that the lead was twisted. The faulty lead was explanted and replaced on (B)(6) 2019. No further adverse patient effects were reported. The lead is expected for return.